Manufacturer narrative:
The investigation of the returned coil system found the pusher returned with no implant attached. The implant was returned stuck in the microcatheter with severely stretched coils. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over-specification. The microcatheter used in the procedure was also evaluated and found the distal section to be in good condition; however, the microcatheter was returned cut and the proximal portion was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a coil embolization treatment for a hypogastric aneurysm, the coil unintentionally detached in the microcatheter. After manipulating the pusher wire it was determined that the pusher wire pierced through the catheter and was coming through the side. The physician cut the catheter to attempt to push the coil out without success. The coil contained in the and microcatheter were both removed together from the patient. Another catheter was placed and successfully embolized the target. There was no patient injury or intervention. The patient¿s condition was reported as stable.